Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and no defects were observed. Functional and clear passage testing were performed which verified the reported condition; clear passage testing identified a block between the luer lock assy and high pressure tubing. The cause of the condition was related to human production during manufacturing. A nonconformance has been opened to address this issue. A batch review was performed there were no nonconformities, failures, rework or deviations documented that may have had contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link hp microbore cath ext had a product defect. It was further specified that the tubing would not flush. This was observed during priming of the tubing. There was no patient involvement. No additional information is available.